Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software automatic boluses did not address customer¿s blood glucose level as intended. There was no reported impact to the customer's blood glucose level. Although requested, the customer did not upload pump data for tandem technical support review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.